Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). High rv (right ventricular) threshold was also noted. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead implanted: (B)(6) 2003; 5076-45 lead implanted: (B)(6) 2003.